Manufacturer narrative:
G4:26jan2021; b4:27jan2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The issue was confirmed. The customers biomedical engineer replaced the pcba sensor. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer contacted technical support (ts) stating that the unit had error of high internal oxygen alarm. The customer reported there was no patient involvement.